Event description:
It was reported that during implant, the left ventricular (lv) lead could not stay in the desired position and when it was advanced deeper into the vein the thresholds were high. The lv lead was removed and a second lv lead of the same model but longer was attempted in order to go in an anterior position. The lv lead had placement difficulty and produced high thresholds when positioned. The second attempted lv lead was also removed and a different model lv lead was implanted in a different position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).